Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously explanted. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced erosion at cuff site and subsequent infection. It was stated that no more information was available. Should additional information become available, it will be provided.